Event description:
The hcp reported that the pt was experiencing fever, redness, swelling, drainage, pain and meningeal symptoms. The primary locations of infection were device pocket, catheter and lumbar region. A culture of the cerebrospinal fluid was obtained and staph aureus was isolated. The pt was treated with IV antibiotics and total device system explantation. The infection has resolved. The pt did not experience drug withdrawal.